Manufacturer narrative:
Additional information was received that there was no malfunction. The complaint involved preventive maintenance. There was no reportable malfunction.

Manufacturer narrative:
This supplemental MDR 2112667-2026-00945 #2 is being filed to correct the date received by manufacturer information: g3 date received by manufacturer corrected from 01/14/26 to 01/04/26.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.